Event description:
The customer observed a falsely elevated total bilirubin result and a falsely elevated sodium generated on the architect c8000 processing module for two different samples. The following data was provided: sample 1: (B)(6) 2022 sid (B)(6) initial total bilirubin result = 4.6 mg/dl, repeats = 0.7 mg/dl and 0.7 mg/dl. Sample 2: initial sodium result = 167 mmol/l, repeat = 140 mmol/l (reference range is 135 to 145 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed leaking from the tubing, peristaltic head. The fsr replaced the part which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c8000 did not identify any trends. A review of tracking and trending for the tubing, peristaltic head did not identify any trends. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c8000 processing module for serial (B)(6) or the tubing, peristaltic head were identified.